Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on 8mcdn0. However, transmitter 8qc8tf was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.